Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide the information. No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, inside the body, the intravascular ultrasound (ivus) image disappeared. The catheter was reconnected to the patient interface module (pim) but the problem was not resolved. All portions of the device appeared to be accounted for when removed from the patient, no damage was observed after removal from patient. There was no medical or surgical intervention. Visual and microscopic inspection was performed on the returned device. Adhesive was lifted at the expanded single lumen (esl) and has a tear. Sanguineous material was observed beneath the esl. The device was recognized by the imaging system but produced an incomplete image. The probable cause of the reported failure is fluid ingress due to sanguineous material within the esl. Strain, impact, and forces associated with use can affect the electrical connections within the device. It could not be conclusively determined when the cause of the failure occurred. The probable cause of the observed damage (adhesive lifted and a tear at the esl) likely occurred during procedure. It could not be conclusively determined whether all pieces of the device were intact. Strain, impact, and forces associated with use can affect the integrity of the device. Per the instructions for use (IFU), precautions: the device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. Clean guide wire and flush catheter thoroughly with heparinized saline before and after each insertion. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. When advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This malfunction is being reported because it could not be confirmed the damage occurred post-procedure; there is a potential for harm if the malfunction were to recur during clinical use.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. The initial MDR submission noted it could not be conclusively determined whether all pieces of the device were intact. The manufacturer further inspected the device and found the expanded single lumen (esl) was torn and lifted, but intact with no portions missing. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This supplemental MDR is being submitted due to additional device information from advanced engineering.